Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified cartridge alarms occurred with multiple cartridges. Reportedly, the contact was able to load a new cartridge successfully. The customer's blood glucose level was 350 mg/dl and it was addressed with a correction bolus via the pump. Multiple attempts were made by tandem's technical support to obtain the alarm number; however, no additional information was provided.